Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic cystoscopy, and endometrial ablation due to sui and menorrhagia. It was reported that following insertion the patient experienced pain, vaginal deformity, depression, dyspareunia, infections, urinary and bowel problems and catheter usage. It was reported that patient underwent mesh revision on 01/19/2005 due to complications relating to the mesh. No additional information was provided.